Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure post initial fixation, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited stretched helix. The rvlp was retrieved and not implanted, and an alternate near at hand was implanted instead. There were no patient consequences.

Manufacturer narrative:
The reported event of helix stretch was confirmed. Visual inspection of the device found the helix to be out of specification, and this is consistent with procedure damage. Longevity assessment and further analysis were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.